Event description:
After having the othopak bone growth stimulator attached to cervical spine in order to stimulate bone growth at c7, pt's heart went into acute atrial fibrillation which required a visit to the emergency room and a visit to cardiologist.